Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing on the right ventricular lead. It was also noted that there was high impedance values on the lead. The pace/sense portion of the lead was capped, and the high voltage coil remains in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.